Event description:
Hcp reported suspected spinal cord compression after lead replacement. Scar tissue made lead implant difficult. Post-op the pt had significant abdominal pain. MRI revealed there might be some spinal cord compression in the area secondary to the new implant, along with a hematoma. Pt was taken back to the or one week after implantation, for a laminoplasty to decompress the neural elements. Pt was programmed and discharged a couple of days later with some residual of the abdominal pain still present.